Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that his vial of insulin is leaking. Customer's blood glucose levels were not included in the report. Customer will call his pharmacist to have the vial replaced.